Event description:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP device. The patient alleged lung disease. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a rep dreamstation auto CPAP device's sound abatement foam. The patient alleged lung disease. Medical intervention was not specified by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was one error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.